Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness and weakness. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 19-jan-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling dizzy. Customer stated she had eaten and hoped that she would feel better. Customer stated she was going to contact her doctor about her symptoms. Customer stated that she had performed additional tests using the true metrix air meter and had not obtained the e-3 error. Customer stated she is satisfied with the true metrix air meter. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). Call was transferred from relion representative. At the time of the call, the customer reported symptoms of feeling weak and dizzy; medical attention was not needed at the time. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 279 mg/dl using true metrix air meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/20/2022 and test strips were opened one week prior to call.

Manufacturer narrative:
Sections with additional information as of 28-march-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.